Manufacturer narrative:
The coarse rasps were visually evaluated by the engineer and no damage was noted. This confirmed the customer's report that the coarse rasps functioned as intended. The four fine rasps the customer stated were unable to be used were evaluated (see reports 00032 through 00035). The package insert states "note: use caution when inserting both the rasp and sleeve at this stage to ensure that lateral forces being applied to the spinous processes do not cause a fracture." The risk management report states spinous process fracture is a potential risk and the potential failure mode is "excessive force applied to the spinous process during rasp/sleeve insertion causing the spinous process to fracture." Supplemental report five of five for the same event, see also 3004485144-2015-00032-1, 3004485144-2015-00033-1, 3004485144-2015-00034-1 and 3004485144-2015-00035-1.

Manufacturer narrative:
There are six possible coarse rasps that were returned, however it is unknown which coarse rasps were used in this surgery. Current information is insufficient to permit a valid conclusion about the cause of this event, a follow up report will be sent upon completion of the device evaluation. Report five of five for the same event, see also 3004485144-2015-00032, 3004485144-2015-00033, 3004485144-2015-00034 and 3004485144-2015-00035.

Event description:
The sales associate reported four rasps did not fit into the gray quick connect handles. Additional coarse rasps were able to used, however, in doing so the surgeon had compromised the spinous process and was unable to get fixation with the aspen. No aspen or other device was implanted. The patient will be rescheduled for fixation with pedicel screws.